Event description:
On 2/24/98, the pt was driving to the dialysis unit when he felt blood inside his shirt. He stopped the car and re-attached the venous extension of the catheter losing only a minimal amount of blood. When he arrived at the dialysis unit, they used the arterial extension and his fistula to administer dialysis and he was given antibiotics at the completion of his treatment. He was then sent to the hosp for replacement of his venous extension in the special procedures radiology dept.